Event description:
It was reported that the patient experienced coupling and or communications issues between patient programmer and the implantable neurostimulator (ins). The patient was unable to get a reading from the ins on their patient programmer. Use of the antenna locator resulted in a power-on-reset (por) condition, which lead to the normal recharging screen. The patient indicated that they had a "call your doctor" icon on their patient programmer. The manufacturer site reviewed how to clear the por condition with the patient and this action resolved the issue. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3777-45, serial# (B)(4), (B)(6) 2011, implanted: explanted: na. Lead: model 3777-45, serial# (B)(4), (B)(6) 2011, implanted: explanted: na. Recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4).